Event description:
The account states the bed exit is not sending a bed exit tone to the nurses station.

Manufacturer narrative:
The tech found the left siderail function cable has broken conductors. He replaced the cable to repair the bed.